Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the customer experienced a high blood glucose as well as the sensor had inaccurate readings that triggered threshold suspend alarm. Customer's high blood glucose value was 450 mg/dl. The customer¿s blood glucose was 155 mg/dl and the sensor glucose was 80 mg/dl at the time of the incident. Customer reported other blood glucose values were 151 mg/dl, 248 mg/dl, 168 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.